Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00613 / 00614). Remains implanted.

Event description:
It was reported that the bilateral clinical patient had an initial left partial knee procedure on (B)(6) 2007 and an initial right partial knee procedure on (B)(6) 2007. Subsequently, the patient underwent a right arthroscopic procedure on (B)(6) 2010 due to painful crepitus and synovitis. Operative notes received reported synovectomy, chondroplasty and removal of an osteophyte occurred during the procedure. Patient underwent a left arthroscopic procedure on (B)(6) 2011 due to persistent pain and localized swelling. Operative notes received reported that synovectomy, release of adhesions, and chondroplasty on the left knee occurred during the procedure.